Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beep for no cassette. No patient was involved in this event. No adverse effects were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. No disposable, pump turned off, power down and pump turned on alarm messages after pump starting were found in the pump's event history logs. Visual and functional testing were performed. Found user induced fluid ingression on pump by the chassis base of the downstream occlusion sensor which possibly caused the "double beep no cassette" issue; the downstream occlusion sensor was replaced to correct the reported problem.